Event description:
It was reported that when an asymptomatic patient presented in clinic for device check, non-sustained rv oversensing episodes were observed. Review of episodes noted cross-talk. The behavior was not reproducible in real time with atrial pacing. Patient will require a generator change soon and may have a new lead implant. Patient will continue to be monitored without any programming changes.